Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. During the follow up, it was discovered that the implantable cardioverter defibrillator exhibited a non-sustained oversensing alert. The episode was reviewed and it was determined that the device was sensing a premature ventricular contraction and was functioning appropriately. No inappropriate high voltage therapy was delivered. The device was reprogrammed in response to premature ventricular contractions. The patient's condition was stable throughout the event.